Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient self diagnosed the deflation of the left breast prosthesis. Mentor also became aware that the patient experienced no accompanying symptoms. On 6/22/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.3 cm within a crease and an area of shell abrasion on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline, catalog: 3501650, lot: 5593959. (B)(4)

Event description:
It was reported that a (B)(6) -year old asian female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline breast prostheses on (B)(6) 2018.